Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no sample was returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified due to insufficient information. A batch review was performed for potentially associated lot number gd886804. No defects or deviations were found during the batch review that could be associated with the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially the customer contacted baxter's technical service center regarding an unrelated alarm while performing peritoneal dialysis therapy on the homechoice machine. There was no patient injury or need for medical intervention indicated at the time of the initial report. On (B)(4) 2011, baxter product surveillance (bps) contacted the home patient (hp) to follow up on the unrelated alarm event and during the conversation , the hp reported, the nurse came by this past saturday ((B)(6) 2011) and gave the hp dialysis solution bags (unspecified) with both heparin and antibiotics in them because the patient's stomach was hurting very bad. On (B)(4) 2011 bps contacted the hp's nurse with regards to the hp mentioning they were given antibiotics by their nurse. The peritoneal dialysis nurse (pdn) stated that she did give antibiotics to the hp for a case of peritonitis and said the hp has been doing fine on the homechoice machine with the therapy. On (B)(6) 2011 product surveillance received the following information from the pdn. On an unspecified date in (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis (date unspecified) and remains hospitalized at the time of this report. There was no exit site or tunnel infection associated with the peritonitis. The patient was treated with antibiotics (unspecified). Information on the home patient's pd therapy regimen was unknown. The pdn reported that the cause of the peritonitis was unknown. The pdn declined to provide medical history and concomitant medications. The pdn indicated it is unknown if a baxter solution could have caused or contributed to the peritonitis event. The pdn declined to provide further information but stated "the patient remains in the hospital at this time as he is slowly recovering and has been on back up hemodialysis." The pdn declined further contact on this event.